Event description:
It was reported that during the implementation procedure, after connecting this device to the lead, a message occurred stating there was open rv and svc continuity values. Numerous attempts were made re-connecting and verifying a proper tight connection, however, the message still occurred. A new ovatio ICD was opened and connected to the biotronik lead and the open warning still existed. Therefore, a new lead was opened and was connected to the new ICD and the continuity values were normal. This 1st attempted ICD was not implanted.

Manufacturer narrative:
An open continuity message occurred during the implant procedure. A new lead was eventually used and the continuity values were normal. However, this device was not implanted, since a new ICD was opened during the procedure. The analysis from the manufacturer is pending.